Manufacturer narrative:
The event took place outside of the USA (in (B)(6)) and was associated with a product that is also cleared for the market within the USA.

Event description:
Revision for dislocation. During the first pose, problem with the anaesthetist, shoulder too relaxed. The surgeon replaced the 36+6 humeral cup with a 36+9 cup.